Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp reported seeing motor stall message when reading pump prior to a refill. It showed pump had been stopped for 768 hours. Hcp confirmed patient has had multiple magnetic resonance imaging (mris) lately and did have the pump read after the last one on (B)(6) 2025. The hcp had not yet access pump to check for volume discrepancy. The hcp stated patient reports that their spasms have been worse since december around christmas time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.